Manufacturer narrative:
Date of event: the event occurred on an unreported date last month ((B)(6)2020). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized and was treated with cefazolin injection (1gm, discontinued, route, frequency and duration were not reported) and ceftazidime injection (1gm, discontinued, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. No additional information is available.